Event description:
A consumer reported his vision is out of focus following intraocular lens (iol) implant surgery. He stated he had an additional procedure to polish the capsule which did not improve his vision. He reported he was given a prescription for glasses. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
Evaluation summary: product evaluation: the lens was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).